Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that the cassette had started to leak, so she had taken down the setup and disposed of it. The technical service representative (tsr) advised the hp to setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient. She stated that fluid was leaking out of the homechoice door. She did not know where the leak in the cassette was coming from, and she did not notice anything unusual about her supplies. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.